Event description:
Breast implant illness caused me many years of my life. I suffered extreme joint pain. Vertigo, fluctuating hearing loss, sound sensitivity, extreme inflammation, unexplained weight gain, fatigue, brain fog, low libido. I was a healthy active marathon running working mother who ended up out of work on medical leave until that ran out. Never ran another marathon again. When I finally explained 15 years later, my right implant had mold in it and my left implant had rubbed one of my raw down to the bone marrow. These toxic bags stole my life and they are not safe.